Event description:
Patient reported itchiness, blistering, and a rash. Patient did seek medical attention and was advised to use hydrocortisone. Patient used proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.